Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are brown pixels stuck on the pump touch screen. Reportedly, the display issue did not block any graphics or text. Customer's blood glucose was 155 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.